Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that in (B)(6) 2015 the customer went to the emergency room because her blood glucose level was over 400 mg/dl. She treated her blood glucose level with a manual injection. She was given IV fluids. She also had blood work, a chest x-ray, and an EKG done at the hospital. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.